Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pt has been using pw for a while. Said she's never had issues before. She thinks uti is coming from the wick. Asked to stop as for now until they can get situation cleared up. Pt is under hospice care so kind of trying to take their direction on next steps. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the pt has been using pw for a while. Said she's never had issues before. She thinks uti is coming from the wick. Asked to stop as for now until they can get situation cleared up. Pt is under hospice care so kind of trying to take their direction on next steps. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.